Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative reported that the patient's indication for use was intractable spasticity. It was reported that the distal portion of the catheter was revised because patient was not getting good therapy. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown concentration of compounded baclofen at 570mcg/day, and 1.3mg/ml morphine at an unknown dose via an implantable infusion pump for an unknown indication for use. The patient had their pump and catheter replaced due to elective replacement indicator on (B)(6) 2019. The catheter was patent, but the doctor wanted to use a new catheter since it was a baclofen system. At the end of the replacement the hcp was unable to aspirate cerebrospinal fluid from the new catheter. The hcp injected saline and aspirated back a liquid that was sometimes yellow and sometimes red. The hcp performed a dye study and the drug was going intrathecally. As they were breaking the down the sterile field the patient's colostomy bag broke. A wound check nurse was called to check the patient as the colostomy bad was by the incision. On (B)(6) 2019, a 15% increase in drug was done as the patient reported increased and new spasticity from their buttocks to their feet. The hcp scheduled a catheter revision for (B)(6) 2019. It appeared as though the catheter was not delivering drug to the intrathecal space. The issue was not resolved at the time of the report. The patient's status was reported as "alive-no injury." No further complications were anticipated/reported.